Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the arm was not able to hold the monitor in place, and the monitor almost fell on the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be damaged tension screw or bushing . The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the arm was not able to hold the monitor and the monitor almost fell on the patient. There was no user or patient harm.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the arm was not able to hold the monitor and the monitor almost fell on the patient. There was no user or patient harm.